Event description:
It was reported by service report that the patient right foot support upright assembly mechanism is broken. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: release lever.